Event description:
Customer reported the panorama central station would not power up, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and verified the problem. Corrections included replacements of the unit's power supply and hard drives. System was tested to factory's specifications.